Event description:
It was reported by the patient that they were having a problem with the pacemaker. They feel like their heart is not beating and they feel tired. The patient stated that the "pacemaker is pacing more than [their] own heart". Attempts to obtain follow up information from the patient's clinic were unsuccessful. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.